Event description:
In (B)(6) 2014, rayner intraocular lenses limited received notification from a customer that m-flex 580f iols they had received in an earlier shipment documented the overall diameter of the device incorrectly as 6.25mm. The correct overall diameter of the device is 5.75mm. An investigation was instigated upon receipt of this notification and further eval of the reported labelling error identified that all m-flex 580f +28.0d, +28.5d and +29.0d add +3.0d device batches were affected by this issue. As a result of the findings of our investigation, a precautionary voluntary recall was initiated in (B)(4).

Manufacturer narrative:
The reference (B)(4) has been allocated to this field safety corrective action (fsca) by rayner intraocular lenses limited. (B)(4). In order to determine whether the affected product had been used or remained in their stocks. Rayner intraocular lenses limited has advised all healthcare professionals to stop usage of the identified models. Healthcare professionals and distributors have been asked to quarantine any product from the identified batches that remain in their stock and to distribute the supplied field safety notice (fsn) to any other persons affected by the action taken. All customers were sent a fsn response form and were asked to complete and return the form to rayner intraocular lenses limited. To date, rayner intraocular lenses limited has been advised that (B)(4) of the affected iols have been implanted and that (B)(4) of the affected iols are being returned. Rayner intraocular lenses limited is currently waiting to receive info on the disposition of the remaining iols from (B)(4). A review of existing vigilance data from the month of manufacture of the affected m-flex 580f iol batches (january 2012) confirms that no reports, other than the initiating report that the label optic graphic incorrectly identified the optic diameter as 6.25mm as opposed to 5.25mm, received from the (B)(4) distributor has been received against the m-flex 58f iol batch (B)(4). No reports, of any nature, have been received against the m-flex 580f iol batches (B)(4). No info has been received by rayner intraocular lenses limited to indicate that any adverse consequences have occurred following implantation of the m-flex 580f iols subject to the (B)(4) fsca.